Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An asymptomatic patient presented to the clinic for follow-up and the device was in back-up vvi (bvvi) mode. A device image was received by technical support but it was unable to be read so the cause of bvvi mode was unknown. A device download was performed and normal function was restored. The patient was stable.